Manufacturer narrative:
The device manufacture date was inadvertently left out on MFR report #2916596-2018-03585 follow-up #1.

Manufacturer narrative:
The referenced prior distal percutaneous lead replacement was reported on medwatch MFR report # 2916596-2015-01762. (Concomitant medical product): heartmate ii system controller (serial # unknown). Approximate age of device ¿ 7 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient expired on (B)(6) 2018. The cause of expiration was not provided. It was mentioned that the patient had a prior distal end percutaneous lead replacement. The manufacturer¿s technical service representative reviewed the provided log file and observed multiple driveline fault alarms between (B)(6) 2018. On (B)(6) 2018 between 2:01 and 3:31 there were multiple low speed operations and pump stoppages that occurred while the vad system was connected to a power module and battery power. At 3:31, the driveline was disconnected. A second log file submitted for review that contained data between 3:44 to 4:23 on (B)(6) 2018 showed that the pump was not able to start up and operate. The patient's records indicated that an external percutaneous lead replacement was performed on (B)(6) 2015. The customer was informed that it appeared as though the short to shield had matured into a phase to phase short. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not returned for evaluation. Evaluation of the submitted system controller log file, confirmed the reported low speed alarms and pump stoppage events; however, a specific cause could not be conclusively determined through this evaluation. Log file analysis showed continuous driveline fault alarms that corresponded to low phase 2 values. On (B)(6) 2018, low speed and pump stoppage events were captured on both the power module and battery power, corresponding to alarms for low speed and low flow hazard. These events also occurred with intermittent driveline fault alarms. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. However, a specific cause could not be conclusively determined through this evaluation. The device was not returned. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.